Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent surgery on (B)(6) 2003 due to erosion at the ipg site. During surgery, the patient's pocket site was revised and the ipg was explanted and replaced. An sjm representative was not present at the procedure.